Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a capio device (type unknown), the needle of the suture that was used with the capio device detached and "remained in the patient." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not received for analysis. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. Complainant postal code: (B)(4). Complainant state: (B)(6). (B)(4) - the reported issue of needle detachment.